Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the catheter was received for evaluation without any ancillary devices or cine images from the procedure. The distal balloon exhibited leaks near both marker bands. The leaks were longitudinal in orientation. The proximal leak exhibited an attached flap of balloon material extending from the tear line. The distal tear did not exhibit any material flags. The proximal balloon chamber did not leak.

Event description:
Patient presented with subacute clot in the iliac vein. Femoral approach with 8fr sheath. The physician inserted an .035 wire then advanced the trellis catheter and tried to inflate the distal balloon, but it would not inflate. The physician removed the trellis catheter and opened a new device. The physician then inserted a 2nd trellis device and got it in position and attempted to inflate the distal balloon and again it would not inflate. The physician removed the trellis catheter, opened a 3rd device and was able to successfully inflate the distal balloon. The physician removed the wires and inserted the trellis dispersion wire and then inflated the proximal balloon without any problems. The physician ran the trellis device and completed the case. There was no adverse patient outcomes as a result of exchanging the trellis catheters except for extended procedure time. Please reference MDR 2183870-2014-00284 for the other trellis reported in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.